Manufacturer narrative:
(B)(4).

Event description:
During the procedure a complete se stent was implanted in the left leg for persistent residual stenosis. It is reported that the patient was discharged the next day. Approximately 32 months post procedure re-occlusion of the right femoropopliteal occurred. In-stent occlusion was identified in the r-sfa. No treated was performed and issue was unresolved at time of death.

Manufacturer narrative:
(B)(4) has adjudicated that the reported reocclusion of right femoropopliteal was related to the study device and procedure and not related to the drug.